Manufacturer narrative:
The manufacturer is submitting a correction in the establishment (hospital) name and address (e1). The remainder of the information previously provided is unchanged.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved, and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The manufacturer received the device serial number and has updated the device information in section d.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The hydrodynamic testing conducted on the returned pvs s/21 confirms the compliance of the returned prosthesis with the iso 5840 minimum requirements. No anomalies were observed during the open/close cycle in normotensive conditions and hypotensive conditions. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device because no device malfunctions were observed during the investigation carried out. The manufacturer attempted to retrieve further information on the event but no additional details have been provided to date. Should the manufacturer receive additional information, the event will be re-assessed and an update to this reporting activity will be provided.

Manufacturer narrative:
Device being sent to manufacturer.

Event description:
During the week of (B)(6) 2020 a perceval sutureless aortic heart valve was intended for implantation. The manufacturer was notified that an intra-operative event occurred and the valve was not functioning correctly after implant. The device was removed and replaced with a perceval size s pvs21. No further details were received.